Event description:
On (B)(6) 2012, customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron clinical system generated low sodium (na) patient results on (B)(6) 2012.customer reported that the results were reported out of the laboratory. Customer reported that a physician questioned an erroneous result.customer reported that the samples were repeated on another dxc in the laboratory. Customer reported that the results generated by the other dxc were 3-4 units higher. Customer reported that they amended the original results.there was no report of any adverse event or injury requiring medical intervention or patient treatment.customer reported that they replaced the sodium measuring electrode on (B)(6) 2012. Customer reported that after replacement of the measuring electrode, calibration and quality control were within range and then na drifted out. Bec field service engineer (fse) inspected the flowcell and the electrolyte injection cup (eic). The fse replaced the chloride electrode tip. The fse verified performance. Root cause is unknown.

Manufacturer narrative:
This report is one of five reports related to five events that occurred on five days. This report is related to MDR #2050012-2012-00938, 2050012-2012-00940, 2050012-2012-00941, 2050012-2012-00942.